Event description:
The patient who had been transferred from another facility following an acute chest pain episode. On arrival troponin levels were 5.83 and 6.89; diagnosed with non-st-segment elevation myocardial infarction (nstemi). Patient became acutely hypotensive with worsening altered mental status and required an emergent cardiac catheter with an impella device placement. Patient was critically ill and after two days of medical management, family decided to allow nature death for patient and not pursue any further treatment. Impella device was to be removed two days later. During that process, nurse had pushed power off button and indicated to physician that they could remove device. As the impella catheter was being removed blood began to spray out, which no one expected. It was later discovered that the nurse had not pushed "enter" after putting the power level to power off. Preliminary assessment was that the device did not malfunction; it was use error because nurse had not finished sequence when powering off device.